Event description:
The pt was implanted with the lead and after the surgery, the pt lost function and feeling in the legs. The physician immediately took the pt back into the operating room and explanted the lead. The ipg was left implanted with port plugs. The pt was placed in a rehab facility and had not shown signs of improvement on (B)(6) 2013. The pt did not have use of his lower extremities and was still in rehab with the last follow up.

Manufacturer narrative:
The returned product was not analyzed as the complaint of neurological deficit/dysfunction could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.